Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The rv lead pulled back and was no longer in contact with the right ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.